Event description:
Pt on nutropin 10mg nuspin. Discussed needle size and length and how to assist with pain at injection site. Pt's mother reported first injection caused pain but has 5mm needle. Discussed administration technique and wcb if needing longer needle in future. Mbr advised mdo stated to use longer needle to assist if needed rph.